Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker had infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker had infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.